Manufacturer narrative:
Qn # (B)(4). According to the investigator, the customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The sample was returned with its trigger partially engaged and an unformed staple protruding from the device. The staple was protruding due to the trigger being partially engaged. The stapler was received with 35 staples left in the cartridge, including the protruding staple. Functional inspection was performed by attempting to fire staples from the returned stapler. First, the protruding staple was manually removed , and the trigger cycle was completed. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the skin pad. No functional issues were found with the returned device. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." In summary, the reported complaint of "misfire/jamming - info not provided" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that 10 oct 2022, staples were found jamming prior to the patient in the operating room. A new stapler was used.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot# 73b2200015 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6)2022, staples were found jamming prior to the patient in the operating room. A new stapler was used.